Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported inflation issue and balloon rupture appear to be related to circumstances of the procedure. The device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 35 device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous and eccentric mid left common iliac de novo lesion that was 85% stenosed. A 8.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion. The balloon was inflated to nominal pressure but it failed to inflate enough due to a balloon rupture. The balloon catheter was exchanged for another same size armada 35 which resulted in the same issue. An unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.